Manufacturer narrative:
This additional note is in regard to the timing of this report. The previous regulatory reporter for uromedica, inc. Originally created the report for this event (via esubmitter) on (B)(6) 2025 but did not submit the report via the esg portal to cdrh. This person had a sudden medical emergency and dropped out of contact with uromedica, inc, as of the first week of (B)(6), resulting in the delayed submission of this report.

Event description:
Patient's right balloon burst. Explanted right balloon and during cystoscopy noticed that the patient's left balloon was visible under cysto and had eroded so explanted left balloon as well. Catheter placed, will come back for bilateral proact placement sometime in the future.